Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Tandem technical support informed customer on how to remove the air bubbles. Customer's blood glucose (bg) was 400 mg/dl and a bolus was delivered to address bg.